Event description:
On (B)(6) 2009, the patient reported she dropped her insulin infusion device in a pool of water and her device is now giving an e7 (electronic error) message that she cannot clear. She stated she is using an aa alkaline battery. She inserted another battery into her device and she received another e7 before her device completed the start up. The patient switched to her backup infusion device. No blood glucose concerns related to this issues were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.